Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) dislodged. Subsequently, a revision procedure occurred. The rv lead was successfully repositioned and remains in service. No additional adverse effects were reported.